Manufacturer narrative:
Analysis was performed remote service personnel. The remote support engineer (rse) talked to the customer to find out about the reported issue. The result of the analysis were that the device needed reconfiguration. The rse guided the customer through a reconfiguration of the device and how to perform a restart after the reconfiguration. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to a wrong settings. The issue was resolved by reconfiguration and restart of the device. A review of the service history for this device shows the problem has not been reported again for this device. E1: (B)(6).

Event description:
It was reported that the device indicates alarm problems as no alarms go off. The device was not in clinical use. There was no report of patient or user harm.